Event description:
A minimum fill notification was reported by the caller, who was attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. After initial troubleshooting efforts failed, the customer was guided to clean the pneumatic tap area and successfully load a second cartridge onto the pump, enabling the continuation of insulin delivery.